Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via data transmission with an episode of paused cardiac activity. The episode was reviewed and was noted to be due to undersensing cause by loss contact between the implantable cardiac monitor and patient tissue. The clinic elected to continue to monitor the patient.